Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings.

Event description:
It was reported that the customer received a lost sensor alert. When the customer removed her sensor, the sensor was bent. Her blood glucose was at 308 mg/dl. The customer did not have a test plug and was unable to complete troubleshooting on the transmitter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.